Event description:
2 of the patients required intervention.

Manufacturer narrative:
The device was not returned for evaluation. As the device type and lot number could not be provided, a review of the device history record could not be performed. The instruction for use provided with cook endovascular grafts provides information related to avoiding potential adverse events during the implant procedure, and states "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft". Due to the lack of information provided in this complaint, it is difficult to determine a definitive root cause to explain the difficulties experienced by the patient.

Event description:
2 of the patients required intervention.